Manufacturer narrative:
Initial reporter phone no.: (B)(6). Address: northwest corner of the intersection of shuxiang avenue and zhengxing street, yanjiang district, ziyang city, sichuan province the device was inspected on site by a qualified technician. The reported condition was verified as a crack in the ultrafilter. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. This is a design related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed on a damaged ultrafilter u9000 during the disinfection of an ak 98 machine. The device was installed for 48 days. There was no patient involvement. No additional information is available.